Event description:
Reportedly, proper operation of the to-be-implanted pacemaker was observed, when interrogated with the subject programmer before the procedure. Nevertheless, the results of the real time tests performed during the post-operation where not saved in the printouts reports.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, proper operation of the to-be-implanted pacemaker was observed, when interrogated with the subject programmer before the procedure. Nevertheless, the results of the real time tests performed during the post-operation where not saved in the printouts reports.